Event description:
The implantable cardioverter defibrillator (ICD) and chronic lead system displayed elevated r-waves and decreased pacing threshold measurements. In may 2004, guidant received additional info that the ICD had been removed following a loss of telemetry.